Event description:
The essure was opened and placed through the operative port of the hysteroscope. The left tubal ostium was easily cannulated with the essure device. The device was deployed per protocol. Upon deployment, device got completely tangled within itself, the coils were wrapped around each other and knotted and the device did not release from its applicator appropriately. The knotted and coiled device that was in the left tube was grasped with a hysteroscopic grasper and removed. No circumstances or events known to adversely affect device. Pt under conscious sedation remained completely stable throughout course of procedure.